Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"When surgeon was removing retrieval bag from abdominal cavity, the small wire ring around the guide bead caught some tissue."